Event description:
It was reported that during a coronary stent procedure, the stent appeared to have moved when the delivery device was removed. The physician post dilated the stent where it was and placed two additional stents. Pt status is listed as "okay".